Event description:
Same cases as: 2134265-2014-05701 and 2134265-2014-05624. It was reported that an automatic pullback failure occurred. The unknown target lesion was mildly calcified and mildly tortuous. During the percutaneous coronary intervention (pci) procedure, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter in order to visualize the unknown target lesion. The physician attempted to perform automatic pullback, however, pullback failure occurred. Consequently, when the physician removed the opticross¿ imaging catheter from the patient, it was further noted that the shaft of the device was kinked. The physician did not feel any resistance when using the device. The procedure was then completed using another of the same device. No patient complications were reported and the patient is in good status.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).